Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that nutrition leaked at the location of the purple connector. The issue occurred during priming. Patient was not involved.

Manufacturer narrative:
Additional information h2, h3, h4, h6 investigation conclusion the customer reported that nutrition leaked at the location of the purple connector (video attached). The issue occurred during priming. The patient was not involved; therefore, no patient injury, medical intervention, or adverse reaction was associated with this event. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. The reported product was not returned for evaluation as it was discarded by the customer; however, a video clip was provided. Examination of the video clip confirmed the reported product failure as a leak was identified at the cross-spike connection. A formal investigation has been initiated to determine the root cause of the confirmed product failure. This complaint will be used for tracking and trending purposes.¿